Event description:
It was reported that the patient experienced high blood glucose with the blood glucose level of 350 mg/dl due to tape not sticking event on 16 may 2026. The blood glucose had been high for one to two hours.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.